Event description:
Patient has a stimwave neuromodulation stimulator serial # (B)(4), model # fr8a-rcv-a0 and serial # (B)(4), model # fr8a-spr-b0 which according to the manufacturers guidelines is MRI conditional. Patient was x-rayed prior to the MRI to localize the stimulator and verify device integrity. Proceeded with the MRI and during the first sequence the patient complained of a shocking feeling along the right flank. Exam was terminated immediately and a radiologist called to examine the patient. Patient was discharged after exam. Stimwave was notified immediately and they stated they will follow up with the patient. Several phone calls placed to stimwave over the last month, stated they will provide feedback after the case is closed out but have yet to receive resolution from stimwave. FDA safety report ID# (B)(4).